Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity had decreased to 10 percent remaining and premature battery depletion (pbd) was suspected. The data was sent into technical services (ts) for review. Upon review, ts confirmed that the battery was depleting prematurely. A revision procedure will be scheduled, however at this time the device remains in service. No adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.